Manufacturer narrative:
Pump and 2 segments of the outflow graft were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via log file analysis which revealed 3 high watt alarms logged on (B)(6) 2019 following an increase in pump rotational speed, as well as a decrease in power consumption and estimated flows logged starting 28/jan/2019 and 19 low flow alarms recorded since 28/jan/2019. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Failure analysis of the returned segments of outflow graft revealed that the device passed visual examination. Internal pathological report revealed no evidence of thrombus within the pump or segments of outflow graft. There is no evidence of a malfunction that may have prevented the devices from performing as intended. Based on the the available information, the most likely root cause of the high watt alarms event can be attributed to inappropriate pump rotational speed and/or incorrect setting of alarm threshold. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient and procedural factors that may have contributed to this event. Additional products: outflow graft, 1125, 0001816268 h3: yes dev rtn to MFR? Yes ,FDA method code(s): 10, 4112 h6: FDA results code(s): 213 , FDA conclusion code(s): 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2013. Other devices involved in this event: heartware ventricular assist system ¿ outflow graft. Outflow graft, (B)(4), model #: 1125, expiration date: 2018-10-31, UDI #: (B)(4), device evaluation anticipated, but not yet begun. Mfg date: 2013-10-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ventricular assist device (vad) patient was noted to have three high watt alarms and then a few days later had a decrease in power and several low flow alarms. The patient was admitted to the hospital and received an intravenous (IV) fluid bolus with no improvement. The pump speed was lowered, which temporarily provided relief but then the flow returned to the lower setting. It was presumed there was an outflow graft thrombus. The patient was transplanted. Both the pump and outflow graft were explanted. No further patient complications have been reported as a result of this event.